Event description:
As midline catheter was being inserted, approx 1 1/2 inches had been threaded when symptoms began. Pt complained of back pain and face turned red down to the neck. Pt became anxious in bed and shortly thereafter lost red face and neck became a mottled purple cast with complaints of shortness of breath stating "can't breathe." Also complained of back hurting and some chest pain. Midline catheter immediately removed when pt complained of shortness of breath. Pressure applied to discontinued midline site. Bp 108/64 p-88 r-18. Pt then regained preinsertion pale complexion. Charge nurse and physician immediately notified and immediately in to evaluate pt. Md stated he felt it was a reaction to the catheter. Benadryl 25 mg. Ivp given. After the pt's course of hosp treatment for crohn's disease and a small bowel obstruction, the pt was discharged without complications.